Event description:
Healthcare professional reported right-side rupture on mammogram. Device remains implanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.